Event description:
Reportedly the device was in use with a cadd pca pump. The needle from the device was placed into the l) upper arm. The patient subsequently reported feeling some pain and leaking at the site. The needle was found broken off. The physician has no plan for removal of any fragment that may be remaining.